Event description:
It was reported that a malfunction code appeared on the customer's device. There was no reported impact to the customer's blood glucose level, although the customer declined to answer if levels exceeded 500 mg/dl. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue recurred